Event description:
While advancing the guidewire during insertion, the catheter dislodged and floated down the rein. Attempts or retrieving the broken catheter were unsuccessful. The guidewire was withdrawn, wound was dressed with sterile dressing, the patient was transferred to another facility for removal. The removal was successful. The pt returned to facility in stable condition.